Manufacturer narrative:
The commander deliver system was returned inserted fully through a 14f esheath+ with loader cap inserted over flex shaft and guidewire inserted. Visual inspection revealed a full circumferential radial burst was seen on the inflation balloon, a radial tear was seen on the proximal balloon shoulder and a balloon piece was missing from the burst and was found in the return bag. Stretching was observed on balloon spring and the flex tip appeared have a cut through one of the flex tip indentations. A risk assessment was performed on the reported event and there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional inspection was performed; the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. An existing technical summary is applicable to this event therefore no device history review, lot history review and complaint review was performed. The complaints for failure balloon burst, withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through sheath and general risk failure balloon separated were confirmed by visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per report, annulus has focal rock of calcium, narrow & moderately calcified stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. While IFU is not listed in the technical summary, review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
Review of returned device revealed balloon piece missing from burst, also, the piece from the proximal balloon shoulder was missing. It was further reported that the implanting physician was looking at the balloon and pulling off what appeared to be tissue on the valve and possibly pulled off pieces of the balloon as well.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during deployment of the valve, the balloon ruptured when fully inflated due to calcified sinotubular junction (stj). They were unable to pull the balloon back into sheath and experienced withdrawal difficulties when they attempted to pull the delivery system into sheath. The surgeon noted visualized tearing of the iliac, possibly caused by attempting to remove the balloon and a cut down was performed to remove the delivery system.